Event description:
Atrial septal defect (asd) closure with gore helex septal occluder device. Approximately 2 weeks after device implantation she saw the physician and had been doing well. One month later, she had not been feeling well and CT scan showed that the helix device had embolized and was lodged at the pulmonary artery bifurcation. Attempted percutaneous retrieval of a 35mm gore helex asd occluder was unsuccessful and the patient underwent open extraction of the malpositioned asd occluder.